Event description:
On 06/01/2000, the facility's coordinator informed the manufacturer's (MFR) customer service representative that the device malfunctioned and was available to be returned to the MFR for analysis. The MFR's customer service representative contacted the MFR's sales representative and requested sales rep contact the facility to obtain additional info. On 06/06/2000, the facility's coordinator faxed the MFR a completed product complaint report (pcr0 form that states the following: pt admitted for malfunctioning device. Upon removal, the tubing from the device to vein broke off, leaving part in the pt. Successful removal of catheter from right artium occurred on 05/26/2000. Both parts provided to the MFR's sale representative for analysis. No further information was provided.